Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was common iliac artery. There was heavy calcification and moderate vessel tortuosity, the rate of stenosis was 100% (cto). The target lesion was crossed with the guidewire (dejavu, hard). An aviator plus balloon catheter ((B)(4), complaint product) was advanced but could not cross the target lesion. Other balloon catheters were used and managed to cross the lesion. Several balloon catheters (kaneka, 2x2/3x2) were attempted for dilatation but they both ruptured. The aviator plus was advanced once again but ruptured at 8atm during the inflation. The indeflator was everest (medtronic). The device was removed from the patient. Another aviator plus (7x2) was used successfully, and the palmaz stent (x2, details unk) were placed in the lesion. The procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped normally and was able to maintain negative pressure. The indeflator used for the procedure was successfully used with other devices.